Event description:
The hcp, through the manufacturer's implantable systems performance registry, reported a fractured distal catheter tip (8-10cm) which was left in the patient's intraspinal space. The fractured catheter was detected via contrast study. The patient symptom included loss of analgesia. The patient recovered without sequela. The drug contained in the patient's pump was morphine sulfate (30.0mg/ml) and bupivacaine (10.0 mg/ml) delivered at 1.64 mg/day.